Manufacturer narrative:
Follow-up #1; date of submission: 02/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/02/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked below the grip pad. Evidence of moisture damage was found on the underside of the returned battery cap. The pump powered on with the use of the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump passed a leak test. The pump case was removed, and no further evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue, which is identified by the presence of power-reboot events. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.